Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. In an online social media contact the patient had referenced a time when she had been lucky that the only times she had gone so low that I needed help was when her husband was home. Date of intervention and details of the event are unknown. No product defects or failures were alleged. No additional event or patient information is available.